Manufacturer narrative:
As received, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester and passed. The root cause why the battery depleted was unable to be determine.

Event description:
Additional information received identified the patient underwent surgical intervention and the physician decided to replace the patient's generator only.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained of not being able to connect with the implantable pulse generator using the controller or charger. An abbott representative confirmed the issue and observed a communication error displayed on the programmer. Surgical intervention may be necessary to replace the generator.